Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
It was reported, that an alert had been generated for this system, due to out-of-range intrinsic amplitude measurements on the atrial channel. Presenting electrograms (egms) showed appropriate device function. Review of the stored egms identified an episode of atrial fibrillation (af) with undersensing. Review of the atrial sensing parameters with a programmer could be considered. No adverse patient effects were reported.